Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's parent that the patient was taken to the emergency room at (B)(6) with hyperglycemia. The patient's blood glucose levels reached 400 mg/dl. The pod was not worn because it had generated a 'searching for sensor' error message, which contributed to the patient's hyperglycemic episode. Reported symptoms include a period of weakness and an elevated temperature. The patient was treated with an injection of an insulin pen. The patient was discharged on the same day.